Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. The customer believed that the pump settings were incorrect. Customer made adjustments to the settings to treat the low bg and resumed insulin therapy.